Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.10e. Retainer ring black. Customer returned pump for alleged cosmetic damage located at the battery cap and serial number label found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay and label damage. Cosmetic damage was confirmed at the battery cap and serial number label. Unable to confirm battery damage due to it missing.